Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to infuse and aspirate is confirmed and appears to be related to the use of the device. One 4 fr groshong nxt catheter was returned for evaluation. The catheter was assembled with the connector. Blood residue and crystalline material was present throughout the catheter tube. Dried residue was also present at the valve location. The catheter was flushed with water using a 12 ml syringe and was found to be fully occluded. Microscopic observation of the valve did not reveal any apparent damage or deformation; however, blood residue was present along the slit. The slit length was measured and was found to be within manufacturing specification. The residue present within the tubing was observed to be the source of the occlusion; therefore, the complaint is confirmed. Based on the condition of the sample, the maintenance of the catheter after use may have been a likely contributing factor. The product instructions for use states (IFU) , "flushing: for intermittent use, flush the catheter with saline once each week or after each use. Note: when infusion volume is a concern in small or pediatric patients, flush with 3 ml per lumen. Caution: to reduce potential for blood backflow into the catheter tip, always remove needles or needleless caps slowly while injecting the last 0.5 ml of saline."

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. The catheter was found to be occluded after two weeks' bfluid infusion on december 17, 2020, there was no reported patient injury.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. The catheter was found to be occluded after two weeks' fluid infusion on (B)(6) 2020, there was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.